Event description:
The pencil stayed activated and would not shut off.

Manufacturer narrative:
The user-facility returned two samples from the same lot number to conmed electrosurgery. One device, passed our electrosurgical unit (esu) interface test, which simulates actual use. The second device did activate immediately after it was plugged into the esu and without the depression of the switch. The problem was confirmed.